Event description:
The customer reported that cine playback function did not display the cine images only a black circle where the images should be. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The problem was noted during the functional check of cine acquisition. The system appears to function normally and, at the time of acquisition, displays the cine mage sequence as it is acquired. However when the cine sequence was replayed no image data was displayed, just a black circle where the image should be. The customer declined service for this issue as they say the cine function is no longer used clinically on this system. As a result this problem will not be investigated further. All other functions of the system were operating normally.